Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed 3.5 years remaining in battery life but last year it showed 6 years. Boston scientific technical services (ts) noted that the programmed outputs were nominal. Ts noted that the patient was in atrial fibrillation (af) and there were thousands of atrial tachy response (atr)s observed. Ts discussed that because of the af, the atrial sense amplifiers are on all of the time and could impact longevity. Furthermore, ts also stated that there have been several yellow alert transmissions which could also impact the longevity. This device was explanted. No additional adverse patient effects were reported. This device was returned for analysis. Device analysis determined that the device failed labeled longevity calculation. There were no other suspicious faults or resets noted. The daily battery voltage measurements displayed a pattern of steady and rapid discharge.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed 3.5 years remaining in battery life but last year it showed 6 years. Boston scientific technical services (ts) noted that the programmed outputs were nominal. Ts noted that the patient was in atrial fibrillation (af) and there were thousands of atrial tachy response (atr)s observed. Ts discussed that because of the af, the atrial sense amplifiers are on all of the time and could impact longevity. Furthermore, ts also stated that there have been several yellow alert transmissions which could also impact the longevity. The device remains in service. No adverse patient effects were reported.